Event description:
A caller reported experiencing a cgm error, identified as error 42, which involved a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed information on resetting the pump and assisted them through the process. Following the reset, the issue was resolved, and the caller successfully started their sensor session.